Event description:
It was reported that cartridge did not fully snap into pump. There was no reported impact to the customer¿s blood glucose level. Customer removed pump case, inspected pump and cartridge, found and removed o-ring from pneumatic tap, cleaned area as instructed, and successfully reloaded cartridge, after which insulin therapy was resumed successfully.